Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient observed no insulin drops during priming on the ilet ¿do you see drops¿ screen despite a new cartridge, then identified an external leak after removing the cartridge; the user was guided through a correct change-cartridge procedure and a replacement cartridge and infusion set were provided. Symptoms included no adverse clinical effects and no changes in blood glucose reported. Outcomes included successful continuation of therapy without medical intervention. Investigation included customer support review of the cartridge change process and retrieval of the leaking cartridge for evaluation. Investigation of this case revealed a leaking cartridge consistent with a device component leak of the cartridge, with user performance confirmed adequate during the guided procedure. It was concluded, based on previously established findings for similar reports, that the cause was a cartridge defect.